Event description:
It was reported that fluids and an abraded opening were observed inside the lead tubing during a surgery to replace a generator due to end of service. It is unk if the opening was presented in the inner and outer tubing or just the outer. Diagnostics were performed that showed normal results. The surgeon opted not to replace the lead since diagnostics were normal. No adverse events have been reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.